Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), product type: catheter. Product ID: 8784, serial#: (B)(4), product type: catheter. (B)(4).

Event description:
The pump logs indicated that the pump motor stalled on (B)(6) 2015 at 13:24 and recovered the same day at 14:07. The device system was delivering dilaudid and bupivacaine. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.